Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. The photos were evaluated upon receipt, and indicated skin redness and damage on the patients' right hip area, left and right sides of the abdomen, the anterior portion of the right leg just above the knee, and the posterior portions of the left and right thighs. Per followup information, the product was not the cause, as the patient died due to sickness and afterwards the pads were removed. A DHR review is not able to be performed as the lot number is unknown. The lot number for this investigation is unknown. The latest labeling revision (baw7667062 rev 0) will be reviewed. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. Do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. Carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears. The arcticgel¿ pads are for single patient use. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. Directions for use 1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard. Based on the results of this investigation, no additional actions can be taken at this time. Correction: d,e,g,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were skin issues after removing arcticgel pads from a dead patient. Information from the attachment: main diagnoses: left ventricular failure with complaints of increased exertion. Staphylococcal sepsis. Secondary diagnoses: septic shock. Nonischemic cardiomyopathy. Absolute arrhythmia with atrial fibrillation. Mitral valve insufficiency. Metabolic acidosis. Permanent atrial fibrillation. Type 2 diabetes mellitus. Pleural uric ascites acute urinary tract infection with escherichia coli [e. Coli] acute respiratory failure, type I [hypoxemic] pneumonia acute renal failure, stage 3 acute cardiac decompensation hyperkalemia with acute renal failure per follow up via email on 06nov2024, the product is not the cause of death. The patient died due to the sickness, and afterwards the pads were removed.

Event description:
It was reported that there were skin issues after removing arcticgel pads from a dead patient. Main diagnoses: left ventricular failure with complaints of increased exertion. Staphylococcal sepsis. Secondary diagnoses: septic shock. Nonischemic cardiomyopathy. Absolute arrhythmia with atrial fibrillation. Mitral valve insufficiency. Metabolic acidosis. Permanent atrial fibrillation. Type 2 diabetes mellitus. Pleural uric ascites acute urinary tract infection with escherichia coli [e. Coli] acute respiratory failure, type I [hypoxemic] pneumonia acute renal failure, stage 3 acute cardiac decompensation hyperkalemia with acute renal failure. Per follow up via email on 06nov2024, the product is not the cause of death. The patient died due to the sickness, and afterwards the pads were removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.